Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly the customer reverted to a backup insulin pump for insulin therapy and a replacement pump was sent to customer to resolve the issue. Customer¿s blood glucose level was 100 - 200 mg/dl.